Manufacturer narrative:
The evaluation into root cause is currently underway.

Event description:
As reported by our colleagues in (B)(4): during procedure the balloon of intraclude aortic occlusion device burst. Balloon was filled and cardioplegia was given, the heart was arrested the balloon was noted by echo in good position, good balloon pressure 320mmhg. Later heart started with fibrillating and the balloon pressure decreased 270mmhg, 2 mls were added into balloon. At this time, the surgeon continued procedure. (Ring sutures placed) then the balloon pressure dropped to 50mmhg but surgeon continued the procedure, finally decision to convert to sternotomy.

Manufacturer narrative:
The device was returned to edwards for evaluation. The clinical observation was confirmed. Dyed water was flushed through balloon lumen of the returned device. During flushing of lumen a leak in the balloon was discovered. Visual inspection of balloon at 30x magnification identified a small tear in the balloon. Based on the information provided and the appearance of the tear, the most likely root cause for this event is an application failure. Ring sutures were reportedly being placed when this report occurred. An inadvertent puncture of the balloon by a needle may have occurred during this part of the surgical procedure if the balloon was placed or if the balloon migrated too close to the aortic valve and is close enough to the mitral annulus. No manufacturing defect was identified. No CAPA is applicable. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.